Event description:
The clinical study reported that the patient experienced pain, surgeon states mild intra-articular effusion. Surgeon classified the relation to the device as uncertain; and not related to both procedure and instrumentation. Surgeon chose mild for the severity and tolerated as the outcome of this adverse event. This was not a revision surgery, but a complication reported as part of a pmcf study. The devices are still implanted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00308-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: unk optipac rbc40, catalog no.: unknown, lot no.: unknown. Medical product: kne-vanguardbearings-unk, catalog no.: unknown, lot no.: unknown. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00308. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The clinical study reported that the patient experienced pain, surgeon states mild intra-articular effusion. Surgeon classified the relation to the device as uncertain; and not related to both procedure and instrumentation. Surgeon chose mild for the severity and tolerated as the outcome of this adverse event. This was not a revision surgery, but a complication reported as part of a (B)(6) study. The devices are still implanted.